Event description:
It was reported that a polaris ultra ureteral stent was used during a stent placement procedure in the kidney. During the procedure, it was noticed that the guidewire was unable to cross over the stent. The procedure was completed with another same device and there were no patient complications reported. This event has been deemed a reportable event based on the investigation finding of stent buckled material inside the patient.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a040601 captures the reportable investigation result of stent buckled material, inside the patient. Block h11: upon receipt at our quality assurance laboratory, this polaris ultra ureteral stent underwent a thorough analysis. Visual inspection of the device revealed that the stent bladder coil was buckled. The suture was not returned for analysis. A functional test revealed that, it failed when a mandrel of 0.036 in was inserted into the stent to evaluate if some resistance was felt inside the device, however, a resistance was felt during the analysis performed and the mandrel was not able to fully pass through the stent due to the buckled on the device. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, it is possible to conclude that this issue could be caused by operational factors. If the positioner is advanced with excess force over the guidewire the stent could get buckled/accordioned resulting in a difficulty/unable to advance the stent to the target site. A conclusion code of adverse event related to procedure was assigned to this investigation.